Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Do not strike the camera head. The camera head may be damaged.¿ based on the results of the investigation, it is believed that external stress applied to the device caused the reported event to occur. Applied stress to the cable unit by twisting it or the like, could cause the cable to malfunction and display a b30 error. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter occupation: project support technician. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the return device was inspected and displayed a b30 scope communication error. This error was only present intermittently as a result of a faulty cable unit. Additionally, the video connector failed the leak test due to cracks. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus hd camera head because during reprocessing an e221 scope communication error was noted. After the device was returned, olympus evaluators discovered a b30 scope communication error on the display. This report is being submitted to capture the b30 scope communication error. There was no patient involvement during this event.